Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm.

Event description:
A report was received that the patient was experiencing oozing at the lead site. The patient was given oral antibiotics. The event was not device or procedure related. The patient was doing well.